Event description:
Date of event: unk. During the endoscopic retrograde cholangiopancreatography (ercp) procedure in the biliary duct, the sphincterotome was not able to bow properly. It was reported that the cut wire ran along side of the tome instead of on the top. The physician completed the procedure with another of the same device with no pt complications. The pt's condition at the conclusion fo the procedure was reported to be "fine".

Manufacturer narrative:
(Other, did not bow properly). Although the suspect device has been received, the evaluation has not been completed.